Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected fields: e1 (initial reporter). The customer reported that their biomed department identified and corrected the issue. A new helium tank had been installed with an incorrect seal, causing the tank to leak and leading the system to indicate that the helium level was empty. The tank was replaced with a new one containing the correct seal, and the device resumed normal operation. The unit was returned to service with no further issues reported.

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) had not recognizing helium tank. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.